Event description:
Same case as 6000089-2006-01241, 6000089-2006-01242, 6000089-2006-01243. During a coronary artery drug eluting stent procedure the pt experieced a myocardial infarction (mi). Lesion 1 was a 2.8mm, 90% stenosed, 35mm long portion of the distal circumflex (dist cx). The physician treated the lesion with predilatation and successful placement of two taxus liberte' (2.75x16mm and 2.25x20mm) overlapping stents in the target lesion. Lesion 2 was a 2.30mm, 85% stenosed, 35mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with predilatation and successful placement of two taxus liberte' (2.25x24mm and 2.25x16mm). Overlapping stents in the target lesion. During the procedure the past experienced a non q-wave mi. The pt was treated with medical therapy and discharged 2 days later on plavix and aspirin with no further complications. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.